Event description:
Customer called to report drive tube leak during treatment procedure. Customer stated there was a hole in the drive tube. Customer aborted the procedure and did not return blood/products to pt. Customer wanted to know how to calculate the blood loss. Css consulted with fts who advised customer on how to calculate the blood loss. Customer stated pt is stable; 1417 ml whole blood processed. No product was returned by the customer for investigation.

Manufacturer narrative:
Batch record review of lot c306 was conducted. There were no non conformances related to this type of event for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and a trend has been detected for drive tube leaks/breaks at the time of this investigation. (B)(4) has already been initiated to investigate this type of failure. The assessment is based on info available at the time of the investigation. No product was returned for investigation. Therefore, it could not be determined if this specific product met spec based solely on the info provided by the customer. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4). Refer to (B)(4) for late reporting.